Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Big piece of tampon in vagina [foreign body in reproductive tract]. Tampon falling apart inside [device breakage]. Case description: consumer reported via phone that tampon is falling apart inside her. No serious injury reported.